Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/chronic"), dysmenorrhoea ("dysmenorrhoea (cramping)"), abdominal pain ("abdominal pain"), dermatitis allergic ("allergy:rash/skin condition"), fatigue ("fatigue") and nausea ("nausea") and was found to have neoplasm ("tumors"). The patient was treated with surgery (hysterectomy (partial),salpingectomy (bilateral)). Essure was removed. At the time of the report, the device dislocation, dermatitis allergic, fatigue, nausea and neoplasm outcome was unknown and the pelvic pain, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, dermatitis allergic, device dislocation, dysmenorrhoea, fatigue, nausea, neoplasm and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment pelvic pain, chronic pain,dysmenorrhea, abdominal pain, allergy:rash/skin condition, migration, fatigue, nausea, tumors. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs received. Injury nos replaced with new event pelvic pain. New events dysmenorrhea, abdominal pain, allergy:rash/skin condition, migration, fatigue, nausea, tumors, plaintiff did not undergo confirmation test were added. Reporter¿s information, patient¿s demographics were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 40-year-old female patient who had essure (batch no. 796336) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included breast cancer, menorrhagia, pre-menstrual tension syndrome, migraine, chronic back pain and anxiety disorder. Previously administered products included for an unreported indication: lexapro in 2005. Concurrent conditions included perineal pain, irregular menstruation, amenorrhea and ovarian cyst nos. Concomitant products included alprazolam, ibuprofen since (B)(6) 2016 and indometacin (indomethacin) since (B)(6) 2016. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain/chronic"), 4 years 8 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhoea (cramping)"), abdominal pain ("abdominal pain"), dermatitis allergic ("allergy:rash/skin condition"), fatigue ("fatigue") and nausea ("nausea"), underwent endometrial ablation ("endometrial ablation") and was found to have neoplasm ("tumors"). The patient was treated with surgery (hysterectomy (partial),salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, endometrial ablation, dermatitis allergic, fatigue, nausea and neoplasm outcome was unknown and the pelvic pain, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, dermatitis allergic, device dislocation, dysmenorrhoea, endometrial ablation, fatigue, nausea, neoplasm and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment pelvic pain, chronic pain,dysmenorrhea, abdominal pain, allergy:rash/skin condition, migration, fatigue, nausea, tumors essure was placed 2 rings of coils were visible. On the contralateral side 2 rings were visible outside the tubal ostium. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: final diagnosis: 1. Fallopian tube and uterine tissue, left, salpingectomy: fimbriated fallopian tube segment with intratubal metallic device and associated chronic and foreign body-type inflammation. Portion of uterus contiguous with fallopian tube with focal multinucleated giant cell reaction and adenomyosis. 2. Fallopian tube and uterine tissue, right, salpingectomy: fallopian tube segment with intratubal metallic device associated with patchy, mild chronic and histiocytic inflammation, rare multinucleated giant cells surrounding calcific debris, and pigment-laden macrophages. Separate segment of fimbriated fallopian tube without significant histopathologic abnormality. Portion of myometrium contiguous with shorter fallopian tube segment without significant histopathologic abnormality. 3. Uterus, morcellated supracervical hysterectomy: uterine fragments with proliferative phase endometrium and adenomyosis. Ultrasound scan - on (B)(6) 2017: confirms presence of essure and a small fibroid.. Ultrasound scan vagina - on (B)(6) 2015: 3 mos us to assess left ovary. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, dysmenorrhea. Most recent follow-up information incorporated above includes: on 15-oct-2019: pfs and mr received: new events added: endometrial ablation. Lot number were received.. Reporter information were updated, patient history, lab data, concomitant drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and endometrial ablation ('endometrial ablation') in a 40-year-old female patient who had essure (batch no. 796336-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included breast cancer, menorrhagia, pre-menstrual tension syndrome, migraine, chronic back pain and anxiety disorder. Previously administered products included for an unreported indication: lexapro in 2005. Concurrent conditions included perineal pain, irregular menstruation, amenorrhea and ovarian cyst. Concomitant products included alprazolam, ibuprofen since (B)(6) 2016 and indometacin (indomethacin) since (B)(6) 2016. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain/chronic"), 4 years 8 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhoea (cramping)"), abdominal pain ("abdominal pain"), dermatitis allergic ("allergy:rash/skin condition"), fatigue ("fatigue") and nausea ("nausea"), underwent endometrial ablation (seriousness criteria medically significant and intervention required) and was found to have neoplasm ("tumors"). The patient was treated with surgery (hysterectomy (partial),salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, endometrial ablation, dermatitis allergic, fatigue, nausea and neoplasm outcome was unknown and the pelvic pain, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, dermatitis allergic, device dislocation, dysmenorrhoea, endometrial ablation, fatigue, nausea, neoplasm and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment pelvic pain, chronic pain,dysmenorrhea, abdominal pain, allergy:rash/skin condition, migration, fatigue, nausea, tumors essure was placed 2 rings of coils were visible. On the contralateral side 2 rings were visible outside the tubal ostium. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: final diagnosis: 1. Fallopian tube and uterine tissue, left, salpingectomy: fimbriated fallopian tube segment with intratubal metallic device and associated chronic and foreign body-type inflammation. Portion of uterus contiguous with fallopian tube with focal multinucleated giant cell reaction and adenomyosis. 2. Fallopian tube and uterine tissue, right, salpingectomy: fallopian tube segment with intratubal metallic device associated with patchy, mild chronic and histiocytic inflammation, rare multinucleated giant cells surrounding calcific debris, and pigment-laden macrophages. Separate segment of fimbriated fallopian tube without significant histopathologic abnormality. Portion of myometrium contiguous with shorter fallopian tube segment without significant histopathologic abnormality. 3. Uterus, morcellated supracervical hysterectomy: uterine fragments with proliferative phase endometrium and adenomyosis.. Ultrasound scan - on (B)(6) 2017: confirms presence of essure and a small fibroid.. Ultrasound scan vagina - on (B)(6) 2015: 3 mos us to assess left ovary. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, dysmenorrhea. Most recent follow-up information incorporated above includes: on 6-nov-2019: update of information (batch is not valid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.